Manufacturer narrative:
It is not known if the device will not be returned for eval. Should the device be returned, an eval of the device will be performed at that time. If there is any further relevant info obtained from the results of the investigation, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-04493. It was reported to boston scientific corporation, that a rf 3000 radiofrequency generator and a leveen needle electrode were used during an radio frequency ablation procedure. According to the complainant, upon completion of the procedure, it was reported that the pt had a small red spot under the grounding pad, which was thought to be a result of adhesive irritation. After the procedure, the generator had an unk error message. The procedure was completed with this device. According to the complainant, the event did not warrant a pt injury report. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.